Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to achieve hemostasis. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient.